Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-cylinder and air/water tube had foreign material. A root cause could not be identified. Based on the results of the investigation, the customer allegation could not be confirmed. Hence, no presumable cause could be found. Based on the results of the investigation, the cause of the foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited problems with the image display showed lots of colored dots. There were no reports of patient harm.